Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, conquest pro12, 8, 20, sion blue, runthrough, extra floppy. Guide cath: brite tip 7fr al st, launcher 7f sl4. The 1.2 x 6 mm mini trek is being filed under a separate medwatch report. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Furthermore, balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no report of any leaks noted during preparation for use, which may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, heavily calcified and 100% stenosed, which likely contributed to the reported difficulties. It was noted that another trek balloon also ruptured during the procedure and multiple catheters failed to cross, which suggests that the challenging anatomy contributed to the reported complaint. It is likely that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement and thereby contributed to the reported resistance. This interaction likely caused the balloon material became damaged (scratched) as a result, such that the balloon ruptured during inflation attempt. Based on the information provided, the reported resistance with the lesion and subsequent balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history records did not reveal any nonconforming material record issues associated with this lot that could have contributed to this complaint. A query of the database was performed and there have been no other incidents reported for balloon ruptures from this lot. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. A 1.2 x 6 mm mini trek balloon was advanced, but could not cross the lesion. After removal, it was noted that the tip was bent. A new 1.2 x 6 mm mini trek was advanced to the lesion. Some resistance was noted with the anatomy during advancement. The balloon reached the lesion and was inflated; however, the balloon ruptured during the second inflation of 14 atmospheres (atm). A non-abbott 2.0 x 15 mm balloon was attempted, but did not cross. A 2.0 x 15 mm mini trek was then advanced to the lesion and resistance was met with the anatomy. The balloon reached the lesion and was inflated; however, the balloon ruptured during the first inflation to 14 atm. A non-abbott balloon was then used to successfully dilate the lesion, and a xience v stent and non-abbott stent were implanted. There were no adverse patient effects. No additional information was provided.